Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Electrode belt sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included download data review and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Upon evaluation, there was gel leaking from the front therapy electrode. The root cause of the gel leak was unable to be positively identified.

Event description:
A us distributor reported that the patient had developed a red, bumpy irritation under the front therapy electrode. The patient reported that the front therapy electrode was leaking gel. The patient's physician prescribed an antifungal cream with no petroleum in it for the skin irritation. The patient was issued a replacement electrode belt. During a follow up call, the patient reported that the irritation improved.